Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of granuloma and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma, lymphadenopathy and rupture.

Event description:
A healthcare professional reported a patient experienced the events of ¿texture alteration in left breast¿, ¿biopsy breast and ganglion showed non-necrotizing granulomatous reaction¿, ¿diagnosis hypothesis is a sarcoid type reaction to silicone¿, ¿sarcoidosis-like granulomas¿, ¿oval nodule with indistinct margins¿, ¿lymph node enlargement in the bilateral internal mammary chains¿, ¿intracapsular rupture of the left breast prosthesis¿, ¿enlarged lymph nodes in the left breast¿, ¿non-necrotizing chronic inflammatory process¿, and ¿retention cyst in the maxillary sinuses¿. The device remains implanted.

Event description:
A healthcare professional reported a patient experienced the events of ¿texture alteration in left breast¿, ¿biopsy breast and ganglion showed non-necrotizing granulomatous reaction¿, ¿diagnosis hypothesis is a sarcoid type reaction to silicone¿, ¿sarcoidosis-like granulomas¿, ¿oval nodule with indistinct margins¿, ¿lymph node enlargement in the bilateral internal mammary chains¿, ¿intracapsular rupture of the left breast prosthesis¿, ¿enlarged lymph nodes in the left breast¿, ¿non-necrotizing chronic inflammatory process¿, and ¿retention cyst in the maxillary sinuses¿. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: visibility/palpability: unable to observe since it is a medical event and is not related to the device. Lump/nodule : unable to observe since it is a medical event and is not related to the device. Rupture: observed, broken on the posterior side assessed as surgical impact opening. (Shell thickness was within specification) and missing side assessed as inconclusive. Granuloma: unable to observe since it is a medical event and is not related to the device. Cyst-ndr: unable to observe since it is a medical event and is not related to the device. Inflammation/irritation: unable to observe since it is a medical event and is not related to the device. Lymphadenopathy: unable to observe since it is a medical event and is not related to the device. Additional observations. Non penetrating nick. No further actions are required as the device was implanted.

Event description:
A healthcare professional reported a patient experienced the events of ¿texture alteration in left breast¿, ¿biopsy breast and ganglion showed non-necrotizing granulomatous reaction¿, ¿diagnosis hypothesis is a sarcoid type reaction to silicone¿, ¿sarcoidosis-like granulomas¿, ¿oval nodule with indistinct margins¿, ¿lymph node enlargement in the bilateral internal mammary chains¿, ¿intracapsular rupture of the left breast prosthesis¿, ¿enlarged lymph nodes in the left breast¿, ¿non-necrotizing chronic inflammatory process¿, and ¿retention cyst in the maxillary sinuses¿. The device has been explanted.